Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt of the passive fixation lead, the lead was not able to "fix" well due to the patient's anatomy. The passive lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.